Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode dislodged. The electrode was explanted and replaced without incident. No adverse patient effects were reported.